Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 50x129 mm abdominal aortic aneurysm and internal iliac artery aneurysm. The aortic neck was 20 mm in diameter proximally and 21 mm distally. The right common iliac artery was 18 mm in diameter with a length of 42.5 mm and left common iliac artery was 21 mm in diameter with a length of 53.5 mm. The minimum diameter of the left external iliac was 9 mm. It was reported that the patient felt palsy of right leg and went to the hospital. A CT scan was performed and it was confirmed there was complete occlusion of the right common iliac artery that was caused by thrombus. A thrombectomy was performed followed a bare stent that was implanted in the right distal end of the stent graft. No additional clinical sequelae were reported and the patient is fine. The physician commented that the patient¿s external iliac artery initially had the propensity for stenosis. The distal end of the stent graft within the tortuous portion of the vessel led to the occlusion.

Manufacturer narrative:
(B)(4).